Manufacturer narrative:
Intervention required added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Facility name updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The CT study showed thrombus in the left common iliac limb (B)(4). In a subsequent study approximately four months later, t he thrombus burden was lesser than the previous study done. Following the second study the surgeon met with the patient and prescribed plavix and scheduled a repeat cta in 3 months. Per the physician, currently the thrombus burden cannot be explained. It is unknown whether the patient has a factor v leiden disorder.

Manufacturer narrative:
Concomitant medical products: product ID: etlw1624c93e, serial/lot #: (B)(4), ubd: 26-mar-2020, UDI#: (B)(4); product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 04-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patients wife contacted technical services to report that there was a "blood clot" in the patients endurant stent graft on CT 6 months later. It was noted that the patient cannot lie flat and instead sleeps in a recliner and has tingling in his legs. It was reported that these risks were not discussed pre procedure. The cause of the event is not determined. No additional clinical sequelae were reported and the patient will be monitored.